Manufacturer narrative:
Date of event was not provided. One 4.5mm turbowhisker blade was returned for evaluation. Visual assessment of the device showed significant cracking of the adapter body. Functional inspection was performed and the inner blade did not rotate freely within the outer blade, friction was felt in the unloaded condition. The inner blade showed extensive abrasion at the tip. The likely cause of the shedding is fracturing of the adapter body allowing for misalignment with the inner blade causing friction and resulting in shedding. All indications point to excessive lateral load applied during use. Per the devices IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is required. (B)(4).

Event description:
During an unknown procedure it was reported that there was shearing of the blade during an arthroscopic procedure. There was no report of patient injury.